Event description:
On 2/19/2003, the facility's nurse informed the MFR (MFR.) Of the following: the pt had an infection (mrsa), but refused antibiotic therapy. The hosp staff expressed concern because the pt also refused to allow explant when advised. The devices were explanted in 2003, and replaced with a quinton catheter. No further details were provided.